Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a810, lot# not applicable, serial# not applicable, implanted: not applicable, explanted: not applicable, product type: software, version: 1.0.7493 section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: not applicable, ubd: not applicable, UDI#: not applicable, software version: 1.0.7493. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional via a manufacturer representative regarding a patient who was receiving baclofen 1000 mcg/ml at a dose of 300 mcg/day via an implantable pump. The patient's medical history included spinal cord injury. It was reported that on (B)(6) 2019 the patient was undergoing a pump replacement (for elective replacement indicator), during which the wrong concentration of baclofen was inserted into the pump. The patient was previously on 1000 mcg/ml and this information was transferred to the new pump with the tablet programmer on the surgeon's instruction but the drug inserted into the pump was actually 3000 mcg/ml, which led to the patient experiencing baclofen overdose symptoms (specific symptoms not reported). It was noted that the cause of the wrong drug being inserted into the pump was that the surgeon did not check the label. It was also clarified that the 3000 mcg/ml concentration had been ordered from the pharmacy. The daily dose was reduced by a third to counter the 3x increase in concentration, then they corrected the concentration and daily dose. At the time of the report the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.